Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged the filters are turning black more rapidly. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.